Manufacturer narrative:
Currently it is unk whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had high blood glucose and the reservoir was leaking at the second o-ring.